Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast augmentation with unknown mentor silicone breast implant and experienced rupture on the left side intraoperatively. The implant ruptured while the doctor was inserting the implant into the patient (did touch patient); ruptured in the funnel. The implant did not rupture in the patient, it ruptured as it was going in the patient. As a result, another implant was used, and procedure was completed with no issue. No adverse event was reported.